Manufacturer narrative:
Philips service replaced the rear cover and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the joint cover of lead glass arm fell off; replaced successfully on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.